Event description:
Rptr noted fluidics and IV pole error codes during surgery. Eye had been opened, then case was canceled. They applied ointment and patched the eye. No sutures required. Case was rescheduled. Also canceled following cases.